Event description:
Consumer alleges she rec'd third degree burn on her abdomen from heating pad. She states she is a diabetic and was using the pad in the area of her surgical incision, where she had diminished sensitivity. She states that the burn has healed, but alleges that there is scarring. Consumer was apparently using pad contrary to instructions and warnings.